Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. A review of all batch record documents for potentially associated lot numbers was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the peritonitis diagnosis was an unknown date in (B)(6) 2014. However, the patient was hospitalized for the peritonitis on (B)(6) 2014. The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   This is the same patient as (B)(4). A trend review will be performed. A batch review of potentially associated lot numbers h13e17016, h13h08043, h13i25011, and h13h30047 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized on the same day. It was reported that the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. It was reported that pd therapy was discontinued. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 3.